Manufacturer narrative:
(B)(4). (B)(6). The device was evaluated at a baxter facility. An alarm log review revealed that the device had presented an f-38 alarm. This alarm could be the unspecified malfunction that was reported. A visual inspection determined that the force sensing resistors were defective. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an undetermined malfunction. It was not specified when in the process this occurred. However, there was no patient involvement. No additional information is available.